Event description:
It was reported that the attachment device had an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation without an alleged malfunction. (B)(4) evaluated the device. A visual assessment revealed that the bearings were damaged and would not allow a burr to pass through the bore. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.